Manufacturer narrative:
This report contains supplemental information for mentor asr ip-00030989. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s asr exemption #e1999017. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Device summary: upon receipt by mentor, the device contained no fluid and could not be weighed. Brown material was observed within the device and no foreign material was observed on the shell surface. The mentor product analysis lab observed a crease on the posterior aspect. Examination of the device revealed a rent measuring approximately 0.4 cm discovered within the crease on the posterior aspect. No other anomalies were observed. Mentor performs 100% inspection and testing of all devices prior to release, the mentor product analysis lab concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. A probable cause of the failure could not be determined. The complaint was confirmed. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under inflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor asr ip-00030989. It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 475cc saline breast prosthesis that deflated after implantation. Deflation of the left breast prosthesis was reported. As a result, the patient underwent bilateral explantation and replacement with a mentor memorygel breast implant 510cc gel breast prosthesis and a mentor memorygel breast implant 490cc gel breast prosthesis on (B)(6) 2017.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).